Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - device evaluation. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) (B)(4) by email alleging that their child¿s onetouch veriopro meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate¿s (cca) documentation. The reporter alleged that the product issue began one week prior to contacting lifescan. The reporter stated that the patient obtained a blood glucose reading of ¿8.4 mmol/l¿ on the subject meter before going to bed. The reporter alleged that the patient experienced ¿hypoglycemic shock¿ the next morning and did not wake up. The reporter administered a glucagon injection to the patient and called the emergency medical services. The reporter alleged that the subject meter continued to give inaccurate readings over the following few days. The patient reported comparing results on the subject meter to two other unknown meters and stated that the subject meter read ¿5 points higher¿ than both of the meters. The alleged inaccuracy was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms of hypoglycemia and had to receive medical treatment after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/14/2015). The patient¿s test strips have been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.